Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a malfunction that there was an unknown error message and did not allow uploading. The customer stated that they were able to get medications from another station and there was no delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an unknown error message. A technical support specialist applied hotfix depending on es version to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.